Event description:
It was reported that compatibility guidelines were requested for the following: MRI. The caller stated that the MRI was not related to the manufacturer's device. The caller requested an explant report for the patient. The patient claimed that her interstim device had been explanted and the caller wanted confirmation. It was noted that the manufacturer's record did not indicate that the device was removed. The patient was an ms patient and had the device removed so she would have access to mris. The device also wasn't really working. The patient claimed that the explant procedure was conducted at a certain medical center. It was noted that the neurologist was the ordering doctor. The patient's managing doctor was unknown. It was recommended contacting the urologist office for confirmation of removal. The event date was noted as about 3 years ago. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v386649, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).